Event description:
It was reported that during a sigmoidectomy the clip malformed and jumped out. Another device was used to complete the case. There were no adverse consequences to the patient. The patient has an infection so that we could not receive the complaint sample. Device will not be returned.

Manufacturer narrative:
Date sent: 07/24/2007. Information is unavailable; device was not returned for evaluation.